Event description:
Reportedly, the second sulu's jaws would not open to release the tissue after firing. However, the surgeon was able to free it from the tissue by using force. As a result, the tissue broke and a small amount of the bleeding occurred. Therefore, another instrument was used to maintain hemostasis and complete the case without further incident. Procedure: sub total gastrectomy, patient status: no patient injury reported.